Event description:
It was reported that the customer's insulin pump was exposed to water while being at the beach. It was stated the display is frozen and the time clock was not changing. The caller also mentioned that the buttons were unresponsive. The blood glucose reading was 165mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump received with moisture damage at motor assembly. The insulin pump received with no button response due to corroded keypad traces. Unable to verify frozen screen and alarm due to blank display. The insulin pump received withscratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.